Event description:
On 9/24/97, pt developed peritonitis while using homechoice pd cycler. Pt was treated as an outpatient with cefizol 1gm ip x 10days and gentamycin 40mg ip x 10 days. Repeat culture of effluent on 10/5/97 was negative.